Event description:
It was reported through clinic notes dated (B)(6) 2014 that the patient has had more frequent seizures and that the generator was checked and it was found that the battery had expired. The patient underwent generator replacement on (B)(6) 2014 and it was reported that the reason for surgery was for prophylactic reasons, ifi=yes. The explanted generator was returned for product analysis on 12/22/2014. Product analysis is still underway and has not yet been completed.

Event description:
The physician provided clinic notes from the (B)(6) 2014 visit that indicate the patient has had more frequent seizures recently despite no change to her medications. The vns was interrogated and it was noted that the battery had reached end of service. The frequency of seizures has been anywhere from none in a month to as many as 11 in september. The patient had one seizure on the (b)(60 and one on the (B)(6). She noted that vns has made such a big difference in her life and that prior to the vns she was having generalized tonic-clonic seizures almost daily, sometimes up to as many as 40 a month but since the vns she has not had any generalized tonic-clonic seizures. Product analysis was completed on the generator. The generator performed according to functional specifications; during the product analysis there were no anomalies found with the pulse generator.